Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the returned device, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 39 autoclave cycles for the handle. Failure codes were also displayed on the eeprom. Functional testing was performed by engineering. A pmv battery pack was loaded into the handle. The handle displayed blue lights and a blinking green light above the handle status symbol. The handle was disassembled for troubleshooting. It was determined that the bldc (brushless direct current) board was responsible for the reported condition. A break in connection internal to the bldc board led to an intermittent connection to the drive motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the failure to calibrate. The reported condition was confirmed. A product enhancement has been initiated for the handle circuit board. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed as needed.

Event description:
According to the reporter: prior to a distal pancreatectomy procedure, the handle was attempted to be set up in advance. When the battery pack was inserted into the handle, the self-check did not complete; the handle symbol was flashing. A spare handle was used to correct the problem. No patient issues occurred.